Event description:
A supplies manager reported a dialyzer blood leak that took place during hemodialysis (hd) treatment. In a follow up, a dialysis technician said the leak occurred less than an hour into the hemodialysis (hd) treatment. The nurse explained that the leak was visually seen coming from the large lip of the dialyzer and dripping onto the floor. The blood leak was described as being an external blood leak. A fresenius 2008t machine was being used. Fresenius bloodlines were being used. Blood leak test strips were not used. There was no damage noted on the dialyzer and no leaking during set up test. There was patient blood loss estimated to be <100ml. There was no patient injury, adverse event or medical intervention required as a result of this event other than the minimal blood loss indicated. The patient finished treatment on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.